Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation in a patient with bicuspid anatomy, a deployment attempt was made but the depth of the valve was below the level of the aortic annulus. Subsequently, the valve was recaptured into the delivery catheter system (dcs). After recapture, an infold was observed in the valve frame. The valve and dcs were withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received that there was no misload identified with the first valve. The infold was noted after the first recapture. Maneuvers were performed to try to solve the infold without success. During the second implant attempt with the new valve, a pre balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) balloon under rapid pacing. Following implant, mild to moderate paravalvular leak (pvl) with no significant gradient was noted (gradients 5 millimeters of mercury (mm hg) peak and 2mmhg medium). A post bav was performed which resolved the pvl. Of note, there was an increase in surgery time due to the issues that occurred. The implant procedure was noted to be successful.